Event description:
It was reported that the patient underwent an l3-4, l4-5, and l5-s1 posterior transverse process and interbody spinal fusion using r hbmp-2/acs. Imaging studies showed that the patient had developed uncontrolled bone growth and resulting nerve compression at the site of implant. The patient now suffers from chronic pain and radiculitis, and emotional distress and mental anguish. No further info rmation was provided.

Manufacturer narrative:
Additional information: age at time of event, date of birth, event description.

Event description:
It was reported that on: (B)(6) 2004, patient presented with following pre-op diagnoses: spondylolisthesis, l5-s1; herniated nucleus pulposus, l4-l5, l5-s1; spinal stenosis, l4-l5, l5-s1 and l3-l4; herniated nucleus pulposus, l3-l4; foraminal stenosis, l3-l4, l4-l5, l5-s1 bilaterally; degenerative disk and joint disease, l4-l5, l5-s1, l3-l4. For which, patient underwent following procedures: bilateral complete decompressive laminectomy, facetectomy and foraminotomy, bilateral l3-l4, l5-s1. Pedicle instrumentation, l3-l4, l5-s1 bilateral. Cage instrumentation, l3-l4, l4-l5, l5-s1. Bone morphogenic protein and cancellous autologous bone harvest, l3-l4, l4-l5, l5-s1. Posterior transverse process fusion, l3-l4, l4-l5, l5-s1 bilateral. 360 degree fusion, l3-l4, l5-s1, bilateral. Posterior transforaminal interbody fusion, l3-l4, l4-l5, l5-s1. Per op notes, at l5-s1, cancellous autologous bone and bone morphogenic protein and a 12mm peek cage filled with cancellous autologous bone and bone morphogenic protein in the middle third of the interdiskal space was placed and then displaced s1 root was allowed to go in its anatomical position. At the l4-l5 level, cage filled with cancellous autologous bone and bone morphogenic protein in the middle third of the interdiskal space was placed. Then, at l3-l4 level, cancellous autologous bone and bone morphogenic protein in the anterior third of the l3-l4 level and then a peek cage filled with cancellous autologous bone and bone morphogenic protein was placed in the middle third of the l3-l4 level. After which decortication of the posterior aspect transverse process of l3, l4, l5 and s1 bilaterally was achieved and then cancellous autologous bone and bone morphogenic protein was placed in the lateral gutters laterally bilaterally. Skin was closed with sterile staples. Patient tolerated the procedure well with no complications reported.

Manufacturer narrative:
(B)(4): neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.